Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there is contamination inside the sterile packaging of needle. To aid in the investigation, one sample in a sealed packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and there is a dark colored particle, 1/16" in size, adhered to the packaging blister bottom web. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if, after equipment maintenance or repair, cleaning was not effective inducing the foreign matter reported. A device history record review was completed for provided material number 305195, lot 4040643. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Materials#: 305195, batch#: 4040643. It was reported by the customer that contamination inside the sterile packaging of needle. Verbatim: contamination inside the sterile packaging of needle.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials#: 305195, batch#: 4040643. It was reported by the customer that contamination inside the sterile packaging of needle. Verbatim: contamination inside the sterile packaging of needle.